Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions for a complete pump reset from technical support, and after following the guidance, the error no longer appeared, allowing them to successfully start their sensor session.